Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter would not power on. The patient indicated that the alleged issue started on (B)(6) 2010, at an unspecified time during the morning. The patient did not take any actions related to diabetes management as a result of the alleged issue. At around noon that same day, the patient claimed that she developed symptoms of frequent urination and dehydration. The patient denied that she received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what her last meter reading was before the alleged issue began, what date/time the last meter reading was obtained, and what time the alleged issue started. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact corroded. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Note: this report pertains to one of two complaint devices. Refer to manufacturer report # 3005099803-2010-03020 for the other associated device information. It was reported to boston scientific corporation that there was an unknown issue with an endostat ii electrosurgical unit and an endostat foot switch. It is also unknown if there was a patient or procedure involved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.